Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Medicines and healthcare products regulatory agency (mhra) manufacturer incidence report (mir) 2026/005/021/501/011 received that states "routine implantation of amulet 22mm laao device. Stability and screening criteria completed. Recognized complications include device embolization and part of consent process. Device embolised 2-3 hours post procedure. Surgical explantation successfully completed." It was reported on (B)(6) 2026 a 22 mm amplatzer amulet left atrial appendage (laao) occluder was selected for implant using an unknown delivery sheath for a left atrial appendage (laa) closure. Prior to procedure, the patient was noted to have a windsock shaped anatomy, but the left atrial appendage was short and distal end of appendage was pointing in a slight upwards position. Transoesophageal echocardiogram (toe) and angiography was used for imaging. Device sizing was determined with 2-dimensional and 3-dimensional toe. The sizing measurements used were 18mm and 19 mm. During the procedure, the left atrial pressure was checked and fluid was given. The clinician found it difficult to torque counterclockwise within the neck of the appendage due to the anatomy of the appendage. Two deployments were attempted but were unsatisfactory. The 22mm lobe was too proximal in the appendage. When injecting the contrast, there was a visible peri-device leak (pdl). Further manipulation was made and a third, more distal deployment was made in the appendage. All images were satisfactory. Contrast test was done. Close criteria were met. A tug test was performed. At some point the patient went into atrial fibrillation briefly. The device was implanted. The device shape at the time of implant was noted to be compressed lobe, concave disc and lobe in axis of neck of appendage. Per the clinician, the results were satisfactory due to the patient's difficult anatomy. About 2 to 3 hours after the procedure, transesophageal echocardiogram (tee) confirmed the device had embolized to the left ventricle. The device was surgically removed. The patient status was stable.